Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was noted to be at eri. Upon printing device information backup vvi message appeared. While clearing the backup status the programmer froze. The programmer was turned off. The device would not interrogate after. Patients condition stable. On (B)(6) 2018, the device was explanted and discarded. Device will not be returned. Patients condition was stable pre, intra and post procedure.